Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple episodes of high blood glucose (bg) levels (120-350 mg/dl). The customer thought that the pump was not delivering the insulin. The customer would use insulin pens to address the high bg level. After troubleshooting with tandem technical support and (B)(6), a cause of the high bg was unable to be determined.